Event description:
It was reported the egms showed noise on the ra and rv lead. It was noted that the device detected noise on his leads as a vf event and charged the device to prepare for shock. The shock, however, was aborted in time prior to delivery. The physician elected to monitor the patient. The patient was feeling fine before, during and after event.